Event description:
It was reported that the implant at tooth site # (B)(6) was removed due to peri-implantitis. Patient had severe bone loss around # (B)(6) implant. Implant # 5 removed (B)(6) 2026. Symptoms as a result of the event: inflammation & pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). H6: additional h6- patient codes: 1932: inflammation.